Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic rotator cuff repair procedure, the ideal suture shuttle 90 degrees device was being used when the surgeon inserted the suture shuttle into the rotator cuff and used it as normal, but the tip of the suture shuttle bent after the first use. The surgeon tried to manually straighten the suture shuttle, but it seemed to have become soft, so he discarded it to prevent it from breaking. The new identical product was opened and used, and the surgery was completed successfully. There was no surgical delay and no harm to the patient. There were no adverse patient consequences reported. No additional information was provided.